Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was empirically confirmed. The available information suggests that patient factors, including diabetes mellitus, may have contributed to the event. Diabetes mellitus has been identified as a potential risk factor for bioprosthetic heart valve calcification, which can lead to valve stenosis. The complaint for stenosis has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), a patient that previously underwent a tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, was treated with a 23mm sapien 3 ultra resilia (s3ur) valve due to stenosis. Device information and implant date are unknown.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient that previously underwent a tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, was treated with a 23mm sapien 3 ultra resilia (s3ur) valve due to stenosis. Upon follow up, the fcs provided details on patient, device and implant date has been provided and updated. The viv occurred 3 years and 7 months post tavr. The patient presented with respiratory failure with dyspnea, as well as heart failure. The patient was in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5, b7, d4, d6, and h6: clinical code. Investigation is still ongoing.